Event description:
According to the facility on (B)(6) 2022 a nurse had just come on shift and noticed the linens were soiled. She 'checked the foley catheter and noticed that the port was missing from the catheter'.

Manufacturer narrative:
According to the facility on (B)(6) 2022 a nurse had just come on shift and noticed the linens were soiled. She 'checked the foley catheter and noticed that the port was missing from the catheter'. The catheter had been placed for surgery and had been in place for 6 days according to the customer. Per the customer the 'catheter was discontinued' and a new catheter was inserted. The sample was returned and the reported issue was confirmed, however, a definitive root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.